Manufacturer narrative:
On (B)(6) 2019 per our risk management department, an investigation of the consumers home will be conducted to determine the cause of the incident. We have requested the product be returned to the manufacturer for an evaluation.

Event description:
On (B)(6) 2019 the consumer claims the product caused a fire to her home. Injuries did not occur.